Event description:
It was reported the procedure was being performed in the operating room. The sheath was placed into the patient's internal jugular. The physician then inserted the modulation catheter. After insertion, he realized the hemostasis valve was leaking around the catheter. There was no delay in treatment and no patient death or complications were reported. The catheter was kept in place and used successfully. They were using a 7fr edwards swan ganz catheter.

Manufacturer narrative:
(B)(4). Sample will not be returned.